Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads. However, it is unknown, which lead. Therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial#: (B)(6), batch: a000060498.

Event description:
It was reported, that the patient experienced lead migration. Following significant weight loss. As a result, the entire system was explanted via surgical intervention in (B)(6) 2023. It is unknown, which lead caused/contributed to this event.